Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-709a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks and puncture. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was spinning in the sheath and putting the machine on standby after 242,790 joules and 26:35 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the second fiber was utilized to complete the procedure. Patient outcome: "ok" reported. No patient injury was reported.